Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced low glucose readings beginning overnight, with values of 58 mg/dl and a nadir of 54 mg/dl, while reporting appropriate meal announcements and treating episodes with oral glucose; glucose levels were stable at the time of the call, and the user requested a factory reset with additional training scheduled. Symptoms included hypoglycemia and headache. Outcomes included an unexpected medical intervention in the form of medication (oral glucose) to address the event. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific device-related findings and insufficient information regarding a device component, and the device problem could not be characterized due to limited details. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.